Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient was experiencing ineffective stimulation, as a result surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation restored postoperative.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Data corrected: migration information and migration codes.

Event description:
Related manufacturer reference number: 3006705815-2023-02742. Additional information was received stating the patient was experiencing a loss of effective therapy due to lead migration.